Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were not observed coming from the infusion tubing during the fill tubing sequence. Blood glucose was 267 mg/dl. Reportedly, the customer changed the cartridge successfully and resumed insulin delivery.